Event description:
A pharmacist reported a customer had obtained a high reading, (reading results were not available at the time of the customer's call) on their precision xtra meter and self-administered with insulin. The pharmacist reported customer experienced symptoms of shivering, trembling, dizziness and hypoglycemia. Additionally, it was reported that the customer went to the hospital and was diagnosed with severe hypoglycemia. The treatment at the hospital is unknown.

Manufacturer narrative:
The device was returned and an investigation determined the complaint was not confirmed and no reading issues were observed. All results were within the range specification, and no errors were observed during control solution testing.